Event description:
A 28 yr old white gravida 0 female status post bilateral subpectoral inframammary gels placed (unk type/MFR-no records) in '87 for augmentation. Due to contracture and malposition, she had bilateral open capsulotomies & replacements with 300 cc mcghan gels 05-16-88. She reports that the lt was then too high (was to low) and both have decreased in size. She had closed capsulotomy in '89 & motor vehicle accident 7 yrs ago, which injured chest. The rt is migrating laterally & she complains of pain fluctuations in breasts (burning) in addition. Rare stiffness, paresthesias, spasms, fatigue, orthostatic dizziness, panic attacks, hair loss, rashes, sensitive cold, (positive raynaud's) and weight fluctuation. Bilateral ruptured implants.